Event description:
A 6 mm diameter x 20 mm length bridge assurant biliary stent system was inserted into a pt for the treatment of a left subclavian artery lesion in 2004. The lesion was not pre-dilated and was very calcified. It was reported that the stent was advanced to the lesion area, during repositioning of the stent the stent dislodged from the balloon. The lesion was then pre-dilated and another bridge assurant stent was successfully implanted. The physician then decided to snare the dislodged stent. It was reported upon removal of the snared stent the stent bent in half, the physician felt resistance. The physician continued to pull the collapsed snared stent back and removed the sheath. The stent was surgically removed. Upon removal of the stent there was white tissue attached to the stent. The physician then removed a saphenous vein from the leg and repaired the damaged artery. The device was retained by the user facility. No sequelae were reported to be fine.